Manufacturer narrative:
While no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure, or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Battery (was charged 568 times with an operating time of 28:01:11 hours, whereby 24 charging cycles would have been sufficient) defective. Micromotor smr1242866 (we have found residues of liquids or oil when checking your motor) defective, mainboard (motor connection socket broken) defective, motor bracket (broken) defective, foot control 139371 (insulation broken) defective, the housing is cracked in several places (probably due to impact case) (error 2) has no effect on the function. Contra-angle 48082 tested without errors, the included power supply is not a vdw gold reciproc power supply. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a vdw. Silver reciproc provided a calibration error; no patient injury.